Event description:
I have the freestyle libre 3 plus cgm and the last 2 of 3 sensors have had major discrepancies between what the freestyle app shows and what a finger stick glucose check shows. I have checked and neither serial number is on abbott's recall list. Those numbers are: (B)(6). The discrepancies have been as many as 100+ point difference between the reading on the freestyle app and a finger stick. I also use an insulin pump that is paired with this faulty cgm so it's imperative for it to be as accurate as possible and it's absolutely not. I do hope the FDA comes down hard on abbott for their absolute failure to create a reliable product where over 3 million sensors have been affected and at least 7 people have died as anl result of this inferior product. Pt code: 4582. Device codes: 4059, 1420, 2919. Ref report: mw5180102.